Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 05-jan-2024. H.6. Investigation summary: bd received 3 returned samples and 6 photos from the customer for investigation of foreign matter. The 3 returned customer samples and 6 photos were all evaluated by visual examination and dark foreign matter was observed.  Additionally, 1 of the 3 customer samples was subjected to ftir testing, in which the peaks closely resembled fm dirt. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of fm-dirt. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes, 3 tubes contained foreign matter. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes, 3 tubes contained foreign matter. There was no report of patient impact.